Manufacturer narrative:
(B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It has been reported that at the end of an unspecified procedure, the flexor raabe guiding sheath was observed to be unraveled, "only maintained by a metallic thread," as they removed it from the patient's body. No unintended section of the device remains in the patient's body. No additional procedures were needed as a result of the occurrence. Additional information regarding procedure details and patient outcome has been requested, but is unavailable at this time.

Manufacturer narrative:
Device was not reprocessed - updated per information received on 02jan2018. Narrative: per information received on 04jan2018, the patient did not experience any adverse effects due to this occurrence. Corrected information: narrative: the device was reported to have separated into two portions. (B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned with the sheath material separated into two pieces and the device connected by exposed, unraveled coil. The proximal end of the distal segment displays accordion like damage and a portion of the tnrt liner is exiting the distal end of the proximal segment. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Teflon tensile strength is verified and material lamination is verified. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per the IFU, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. This product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. When inflating a balloon at, or close to the introducer tip, ensure the balloon is not inside the distal tip of the introducer. When puncturing, suturing, or incising the tissue near the introducer, use caution to avoid damaging the introducer. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 centimeters (cm) past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.